Event description:
The doctor reported the abutment screw fractured.

Manufacturer narrative:
Visual inspection confirmed that the abutment screw thread fractured. A review of the product¿s history did not provide any indication of a manufacturing deviation that would contribute to this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.